Manufacturer narrative:
Complaint was identified as user error by the customer.

Event description:
Response from customer: you may cancel this complaint. The bd rep came in and investigated the issue and it was resolved. It was user error.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was loose. The following information was received by the initial reporter with the following verbatim: I am reaching out today to report an issue we are experiencing at our facility. The bd maxzero extension tubing is not connecting to the bd insyte auto guard bc. It is difficult to get a tight seal on the connections and leaking happens.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.